Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose level. Customer reported that insulin pump had no delivery alarm during basal delivery. Troubleshooting was performed. Event was resolved by infusion set change. Customer tried to manually push insulin out and nothing came out and noticed a white mark at end of infusion set where it connects to reservoir like tubing has been bent. The insulin pump will not be returned for analysis.